Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the 'occlusion detector membrane should be changed'. There was unknown patient involvement.